Event description:
It was reported oversensing was noted in the atrial and ventricular channels possibly due to electromagnetic interference. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.